Manufacturer narrative:
Based on the conversation with the clinical nurse specialist the easystand strapstand is functioning properly as it should. The reason they contacted altimate is to request a different type of sling, that uses a two strap web design (similar to a strap used on a competitor's standing frame). In addition, the pt had this ulcer prior to using the standing frame. The ulcer had healed over but represented itself after the strap slid up and over his bottom.

Event description:
Spoke with a clinical nurse specialist from the (B)(6) clinic regarding a pt that uses an easystand strapstand in his home. She stated that this user has very high tone and is spastic which results in him moving around while he is in his strapstand. Due to this she stated that the strap slid up and over his bottom, resulting in opening a closed ulcer that had previously healed over. The ulcer was bandaged by a nurse present.